Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. The cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 390 mg/dl while wearing the pod between 36 and 48 hours. The patient reported cannula being dislodged, while wearing it on the leg. For treatment, the patient changed out the pod for a new pod.